Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced experienced possible broken sensor wire. Patient removed transmitter and thought that the wire was shorter than usual. No medical intervention was required.